Event description:
Home patient (hp) reports dry minicaps. Noted prior to use. Hp stated sponges were light brown in color and packages were sealed in the usual manner. No pt injury or medical intervention reported per hp.